Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he was unable to test due to his adc meter powering on with button press but not with test strip insertion. It was further reported that on (B)(6) 2019 at 3 a.m., the customer woke up and experienced symptoms described as "almost see nothing, doesn't have balance, body feels numb and words are not coming out of (his) mouth". Customer asked his girlfriend to give him something sweet and she gave him orange juice, banana, and breakfast. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification dhrs (device history record) for the fs insulix meter was reviewed and the DHR showed the fs insulix meter passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported he was unable to test due to his adc meter powering on with button press but not with test strip insertion. It was further reported that on (B)(6)2019 at 3 a.m., the customer woke up and experienced symptoms described as "almost see nothing, doesn't have balance, body feels numb and words are not coming out of (his) mouth". Customer asked his girlfriend to give him something sweet and she gave him orange juice, banana, and breakfast. No further treatment was reported. There was no report of death or permanent injury associated with this event.